Event description:
Patient reported "implant exchange due to the patient's concern with the product." Company representative later reported on behalf of physician, capsular contracture baker grade IV. This record is for left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety product/procedure: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ crease/folding of implant: creases were observed. ¿ deflation ¿ ndr and use error: observed 1 opening assessed as surgical damage per rga. Delamination observed assessed as adhesive failure. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported "implant exchange due to the patient's concern with the product." Company representative later reported on behalf of physician, capsular contracture baker grade IV. Healthcare professional confirmed capsular contracture. Physician later noted "incision made for deflation", deemed not related to the device, and "any creases." This record is for left side. Device has been explanted and replaced.